Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused kidney cancer, dry nose,eyes and mouth, conjunctivitis and skin irritation. The patient did report to receive medical intervention and is under the care of a physician whom is monitoring the pathologoes. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.